Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high thresholds. A patient advocate also mentioned that earlier this year, this rv lead and the device did not deliver pacing and the patient experienced an unknown amount of asystole during a hospital stay due to a stroke. No further information concerning the status of the device and patient during that hospital stay is known. Additional information from the field indicated that surgical intervention took place and the pacemaker was successfully explanted and replaced. The rv lead continues to remain implanted and in service with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.